Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case on the back at the battery tube area and battery tube threads. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).